Event description:
Customer stated at 12:03 a blood glucose test provided a result of 200mg/dl. The customer checked in the memory of the device and found that it said the result was 968mg/dl at 12:03. No controls were in use. A request was made for the return of the suspect device and replacement product sent.